Event description:
It was reported that post-op on ultrasound the patient had a non-occluded thrombus right femoral artery. The thrombus is being monitored. The patient is enrolled in the micra transcatheter pacing study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).